Event description:
The patient had stent graft placed in 2005 for a 5.4cm aaa. He developed a type I endoleak repaired with palmaz stent in late 2006. A CT in early 2007 revealed the aneurysm had increased in size to 5.8cm. In 2007, the aneurysm increased to 6.3cm. In 2008, the aneurysm increased to 7.7cm. He had the aortic endograft removed with resection of the aaa with an aorto to right common iliac artery and left external iliac artery bypass on the same month.